Event description:
Philips received a complaint on the heartstart mrx indicating that there was a battery a failure. There was reportedly no patient involvement. The customer had a dealer evaluate the device on site. It was determined that this was a malfunction of the battery which was replaced, and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.